Event description:
The customer reported that the pencil was used for a cervical lymph node removal. The gauze placed 10 cm from the tip of the pencil was ignited. The generator was set at about 35w, coag. Rubber material was used as insulation. Isodine antiseptic solution was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.